Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.49 on a (B)(6) patient presented in the emergency department (ed) complaining of dizziness. There was no patient information at the time of this report. The patient was treated on the lab result, observed in the ed and later discharged. The customer state 50 troponin cartridges from lot r15179 are available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 12/07/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na